Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Lot number - requested, not provided. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Manufacture date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal casing component that houses the device became loose. They did not feel comfortable deploying. The patient was reported to be in fine condition. There was no patient injury/medical or surgical intervention required. The procedure outcome was successful. There were no other devices or equipment used with the reported product. Additional information was received on 14jul2020. The account initial stated "casing" by which they were referring to the bypass tube housing the anchor which had became dislodged. The procedure that was performed for the patient prior to the use of the closure device was a percutaneous coronary intervention (pci). An 8fr procedural sheath was used. A pre-deployment angiogram was performed. They were not satisfied with the deployment, so they aborted the attempt and withdrew the device. The patient was in stable condition. Hemostasis was achieved through manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip device was received for product evaluation. Only the carrier tube assembly was returned. No poly-foil pouch and bypass tube were returned. No other accessory components were returned. Visual inspection revealed that the anchor was fully exposed at the distal tip and there was no bypass tube present. The collagen at the distal tip appeared swollen. There was no damage or deformation noted on the carrier tube assembly. No other visual anomalies were noted. No functional testing was possible since the bypass tube was not returned. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. With no return of the bypass tube and poly-foil pouch, the exact cause of the reported event cannot be definitively determined based on the available information.